Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug. The indications for use was spinal pain indications. It was reported that the patient stated for about a month now, and confirmed within the year 2024, then stated "since aug 2024", the controller was taking longer and longer to connect to the pump and deliver the bolus. The patient stated sometimes it would reset and make them go through the whole process again and it just had to reset. The patient stated the handset showed it was lagging at 90% - retrieving pump settings. The manufacturer's patient services specialist (pss) reviewed lag at 90%. The patient stated they bolused five times a day. The patient will call back if they needed further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. It was reported that the patient stated if the handset resets it took 8 to 10 hours before they can give himself a bolus. The patient stated at first it did not do it like that but then it got worse and they called in one time and the representative told him to let it go at 90% and it was done but then they started having more and more problems with resetting the handset. The agent walked patient through clearing the data on the handset and the patient was able to connect to the pump and request a boluses. The troubleshooting steps that were taken on the call resolved the issue.